Manufacturer narrative:
Submit date: 2/1/2017. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a scd controller. The customer states: the unit ignited during use. No patient harm. On 01/16/2017 the initiator verified that this was a thermal event. It was stated that the power cable connection site caught fire, not the unit. The unit activated properly with another power cable. There was no injury reported as a result and no medical intervention required as a result.

Manufacturer narrative:
An evaluation of the scd express was performed for the customer reported issue of ¿the unit ignited during use. No patient harm.¿ upon triage this issue was confirmed. It seemed that the power cable connection site caught fire, not the unit. The unit activated properly with other power cable. The potential root causes are customer misuse due to the procedure used to unplug the unit and the procedure of wrapping of the cord around the bed hook. A device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.